Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the unit "crashed" in two cases. Additional information has been requested.

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that during a procedure the screen went totally blue and they had to shut down the unit. The staff opened a new cassette as the cassette being used was being recognized as a used cassette. Once they replaced the cassette and reprimed the system they were able to complete the procedure with no harm to the patient but a delay. This occurred on two occasions on this day and there are no patient identifiers or procedure information to provide. The reporter stated there were no warning or system messages displayed at the time of event and none noted in the system log.

Manufacturer narrative:
Additional information is provided in h.3., h.6. And h.10. The company service representative examined the system but was unable to replicate the reported event. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).